Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds) device. The investigation determined the reported tissue appears to be related to procedural condition. The reported patient effect of tissue damage as listed in the eifu, mitraclip ntr/xtr, u.s, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Myxomatous mitral valve disease was noted. The first clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets in the central position. A decision was made to move the clip to grasp the more medial jet. The clip was deployed, reducing mr. However, during pre-insertion of a second clip, it was observed that the first clip had perforated the leaflet. The procedure continued, and the second clip was deployed more lateral since the tissue damage caused the mr returned to 4+. A third clip was deployed in the medial location to capture the remaining jet. The tissue damage was not treated, and the patient is stable. Three clips were implanted, reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.